Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. Confirmation of the issue was not confirmed. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, the g6 continuous glucose monitor (cgm) mobile application was not alerting and an adverse event occurred. The patient states she saw the cgm reading of 48 mg/dl with double down arrows at 7:50pm. Patient did not feel this low so she took a fingerstick reading of 199 mg/dl. Patient calibrated the sensor which corrected the readings. Patient noticed her bg reading was rising due to a high carbohydrate pasta dinner and corrected her glucose before going to bed. No details were provided as to what was administered for the correction. Patient stated that she did not hear any alerts in the middle of the night but her blood glucose had fallen. Patient¿s husband woke up to the alerts on patient¿s phone and found her unresponsive with a bg reading of 29 mg/dl. Patient¿s husband gave patient juice and gummy bears. Patient became alert after 2 hours. No medical intervention was required. At the time of contact, it was reported that the patient was feeling fine. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.